Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by blood in the drainage. The cause and treatment for the event were not reported. Two days prior the peritonitis onset, the patient was hospitalized for another indication. At the time of this report, the patient was recovering from the peritonitis event. On the day of the event onset, pd therapy was discontinued and hemodialysis was started. No additional information could be provided as the reporter declined follow-up.